Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), alopecia ("hair loss"), weight increased ("weight gain"), depression ("depression") and tooth disorder ("dental issues"). The patient was treated with surgery (had surgery to remove the essure implant). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, alopecia, weight increased, depression and tooth disorder outcome was unknown. The reporter considered alopecia, depression, genital haemorrhage, pelvic pain, tooth disorder and weight increased to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.